Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer did not perform the air removal step. There was no adverse impact to the customer¿s blood glucose level. Technical support educated the caller on completing the cartridge air removal step prior to filling the cartridge and assisted in filling and loading a new cartridge. After following these steps, the issue was resolved.